Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed and no anomalies were found, however visual summary analysis of the lead indicated apparent explant damage; partial lead in segments returned and analyzed.

Event description:
It was further reported that there was noise and a high sic (sensing integrity counter), with the atrial impedance intermittently going out of range. The lead was explanted and replaced.

Event description:
It was reported that the atrial lead had high impedance due to a lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID p1501dr, implanted: (B)(6) 2008. (B)(4).